Event description:
The rptr has stopped using the product because he has not received a satisfactory answer from the MFR as to why 20 years of being yellow in color the product is now white. He would like to know if the product contains iodoform and whether or not he can rely on it being bacteriostatic. The rptr stated that there was no indication on the label that the color of the product had been changed.